Manufacturer narrative:
(B)(4) device evaluation: the reported complaint that the sheath tip curled up during insertion was confirmed. One peel-away sheath/ dilator assembly was returned for evaluation. Upon visual examination the dilator is still assembled inside the sheath. The sheath tip is damaged. Microscopic examination revealed that part of the sheath tip is pushed back. The dilator tip is not damaged. There is biological material on the sheath tip and dilator showing signs of use. The length of the sheath is 2.72" from the bottom of the hub to the distal tip. This is within specification of 2.625- 2.875" per sheath graphic. The sheath tip inside diameter (ID) could not be accurately measured due to the tip damage observed. The length of the dilator measures 3.89" from the bottom of the hub to the distal tip. This is within specification of 3.75- 4" per dilator graphic. The dilator protruded through the sheath tip 0.905" which meets specification of 0.625- 1.125" per sheath/dilator assembly graphic. The instructions for use provide insertion techniques for the sheath/ dilator assembly. The IFU directs the user to pre-dilate if necessary. A device history record review was performed on the sheath/ dilator assembly and revealed one previously initiated nonconformance for a damaged/ malformed sheath other remarks: tip. Therefore, the probable cause is manufacturing related. Further investigation has been initiated for this complaint issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported upon insertion of the sheath/dilator, the tip of the sheath curled up. As a result, it was removed and an mst kit with a new sheath was used successfully. There was no patient death or complications reported.